Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that reflux in an ophthalmic console did not work correctly. Additional information has been requested but none was received. Procedure details and patient impact have not been provided.

Manufacturer narrative:
The customer was able to resolve the issue remotely. The system was not tested by the company representative. Further training will be offered to the customer by sales, to help alleviate future reoccurrences. There have been no further issues, to date. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based upon the information provided, the root cause cannot be determined conclusively at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).